Event description:
While pipetting an hbc assay on summit the technician noticed bubbles in the microwell plate. Further analysis by the service engineer noted that wells c1 and e1 had inadequate fluid volume in the microplate well after pipetting was complete. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clincial diagnostics complaint number 00429396.